Event description:
(B)(4). Event occurred in the united states. The patient had experienced an issue where she was taken to the hospital due to being unresponsive in diabetic ketoacidosis. When they arrived at the hospital the medical team discovered that she had a bent cannula and was taken off the pump to be treated. Reportedly, the blood glucose was near 600 mg/dl. The patient received some unspecified fluids and insulin which resolved the issue. The infusion set was used for less than one day. The patient was admitted for five days and there was no permanent damage to the patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.